Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty or inability to withdraw system with valve through sheath was unable to be confirmed as no applicable imagery or device was returned for evaluation. Available information suggests patient factors (calcification/tortuosity/undersized vessels) and/or procedural factors (damaged sheath) likely contributed to the event as 3mensio revealed the presence of calcification, tortuosity and undersized vessels in patient's left access vessels and it was reported that the sheath was cracked and battered up from the push force and the rough calcification upon removal. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Additionally, if the sheath was previously damaged, it can cause further resistance as the delivery system with crimped thv is withdrawn into it. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent an unsuccessful transfemoral tavr procedure with a 29mm sapien 3 valve in aortic position. Physicians did a cutdown due to challenging femoral anatomy and decided on left tf access. Multiple balloon angioplasties were performed in the common and external iliacs using 7mm shockwave balloon. Then an 18f dilator, followed by 16f sheath were advanced, however neither were able to advance beyond the proximal common iliac. A 9mm poba was attempted in the common iliac, and the sheath was attempted to be advanced several more times unsuccessfully. The team then decided to attempt to advance the 29mm s3 valve through the sheath, with the sheath tip in the external iliac. After multiple attempts, they were unsuccessful at advancing the delivery system. As the valve was unable to be withdrawn into the esheath the team decided to deploy the valve in the left common iliac. The commander balloon was able to be removed from the sheath. An 8mm x 39mm endoprosthesis was deployed through the s3 to pin the leaflets down and maintain blood flow. The sheath was removed and everything was closed successfully. As per follow-up with the fcs, the perceived root cause for the difficulty inserting sheath into the patient was due to tight calcification. Once outside of the distal tip of the sheath, the tip of the delivery system got caught in calcium. The perceived root cause of the withdrawal difficulty was due to the valve getting stuck in the external iliac calcium and would not pull back into the sheath. There was no patient injury.